Event description:
Per spontaneous call from husband, legacy pump(B)(4) gave high pressure error, no issue with line. Turned off and on several times. Still give same error. This was backup pump and pt did not miss therapy. Sending replacement pump and will send back malfunctioning pump. No more info given. Reported to (B)(6).